Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a trial procedure on (B)(6) 2015. During the surgery, the doctor could not place the lead in the epidural space due to the presence of scar tissue. As a result, the doctor decided to abandon the procedure.